Event description:
It was reported that a patient discovered foreign material in the patient line. The patient was connected at the time of the reported event. This occurred during the initial drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.